Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -4.0/0.5/42 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.